Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles revealed that the reported event possibly occurred due to an unintended use error. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. The eva surgical system will be inspected on location. Based on the inspection results, it will be determined if further investigation is required.

Event description:
It was reported that during vitrectomy procedure the eva triggered an error message that could be resolved by the user. However, the message continues to be displayed on the screen. Surgery was completed by repeatedly resolving the pop-up. Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint will be investigated based upon the log files. The surgical system and related consumables will not be returned for investigation.

Event description:
It was reported that during vitrectomy procedure the eva triggered an error message that could be resolved by the user. However, the message continues to be displayed on the screen. Surgery was completed by repeatedly resolving the pop-up. Due to the reported event surgery was prolonged 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles revealed that the reported event possibly occurred due to an unintended use error. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. The eva surgical system will be inspected on location. Based on the inspection results, it will be determined if further investigation is required. With regard to this event an eva surgical system was inspected on location and logfiles were provided for review since no product was returned for investigation. Review of the logfiles revealed a repeat occurrence of the error message indicating that a too low irrigation pressure was detected and that the infusion clamp and irrigation tubing should be checked. Inspection of the eva surgical system on location did not reveal any anomalies regarding the reported event. Furthermore, review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Therefore, based on the investigation results it was determined that the reported event is not attributable to a defect of the eva surgical system. Possibly the reported issue was triggered by an unintended use error (e.g. An incorrectly opened infusion clamp) or even an issue with the consumable used. However this cannot be determined conclusively based on the available information. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during vitrectomy procedure the eva triggered an error message that could be resolved by the user. However, the message continues to be displayed on the screen. Surgery was completed by repeatedly resolving the pop-up. Due to the reported event surgery was prolonged > 30 minutes. No report that actual patient harm occurred.